Event description:
Event description boston scientific received information that it appeared this atrial lead had a fracture. A health care professional called technical services to inquiire if there was an advisory on the lead. The field representaive has confirmed it was a fractured lead.